Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleged revision surgery and injuries, however; no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. On (B)(6) 2007- the patient had unspecified injuries and revision surgery. The patient is making a claim for an adverse patient outcome against the composix e/x. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleged revision surgery and injuries, however; no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b4, b5, d3, d4 (product catalog no, corporate lot no, UDI no), d.6b, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. (B)(6) 2007- the patient had unspecified injuries and revision surgery. The patient is making a claim for an adverse patient outcome against the composix e/x. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with symptomatic ventral incisional hernia thereby underwent open repair with the implant of composix e/x mesh. Per operative notes, ¿large hernia sac was dissected out. A composix e/x mesh was placed just above the umbilicus and secure it with sutures.¿ (B)(6) 2007 - patient was diagnosed with infected ventral hernia mesh thereby underwent repair with explant of composix e/x mesh. Per operative notes, ¿bacterial infected composix e/x mesh was removed from peritoneal cavity. The defect was closed with alloderm graft.¿